Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports that after changing batteries there was a dark circle on top of insulin pump. Customer's blood glucose was 88 mg/dl. Customer then received a communication error alarm. Troubleshooting was performed and customer continued to receive alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.